Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis and was verified to have signs of handling. Evaluation could not be conducted, due to the optic being returned in pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested by fax and mail on 03/30/2009 and by phone on 03/25/2009 and 04/13/2009. A complete questionnaire has not been received.